Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. Reportedly, during removal resistance was noted and the sess was removed with force. It should be noted the absolute pro .035 peripheral self-expanding stent system instructions for use (IFU) states: should unusual resistance be felt at any time during lesion or stricture access or delivery system removal, the introducer sheath / guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. The force applied seemed to be a reasonable clinical response to the difficulties. Additionally, the procedure was performed to treat a lesion in the left renal artery. It should be noted that the IFU also states: the absolute pro .035 peripheral self-expanding stent system is intended for the stenting of peripheral arteries as an adjunct to percutaneous transluminal angioplasty (pta) and for the palliation of malignant strictures in the biliary tree. The deviation of the IFU does not appear to have caused/contributed to the reported difficulties. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the rigid angle of the steerable guide catheter resulted in the reported difficult to advance, and in addition prevented the shaft lumens from moving freely; thus resulting in the reported mechanical jam and the reported activation/deployment failure. Manipulation of the compromised device resulted in the reported premature activation (stent deployed in an unintended location). Interaction with the guide catheter and/or the mesh of the non-abbott stent resulted in the reported difficult to remove and ultimately resulted in the reported tip material separation. Potential factors for difficulty deploying the stent and resistance with the thumbwheel include, but are not limited to, manufacturing, anatomical conditions, deployment technique and/or damage to the device deployment mechanisms (handle components/shaft lumens). As reported, a herculink stent was implanted to restore arterial lumen and the procedure was completed. A few hours post-procedure, the patient later developed an embolic occlusion of an aorto-biiliac bypass, which led to acute ischemia and required surgical thrombectomy. The reported difficulties possibly caused/contributed to the reported patient effect; however, a conclusive cause for the reported ischemia and thrombosis/thrombus, and the relationship to the product, if any, cannot be determined. A conclusive cause for the reported death and the relationship to the product, if any, cannot be determined. However, in the physician¿s opinion the absolute pro did not contribute to the death. The treatment appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The reported patient effect of thrombosis is listed in the absolute pro .035 peripheral self-expanding stent system IFU as a known adverse event that may be associated with the use of a stent in peripheral arteries and/or biliary tree. There was no damage noted to the device during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties.

Event description:
It was reported that the procedure was performed to treat a lesion in the left renal artery. Balloon dilatation was performed, and a non-abbott covered stent was implanted. After deployment, the stent was noted to be kinked. The 6mm x 20mm absolute pro self-expanding stent system (sess) was advanced through a non-abbott steerable guide catheter to correct the kink. Resistance was noted with the catheter, and during deployment, friction was noted. The sess locked up and the stent then deployed in an unintended location. During removal, resistance was noted, and the sess was pulled on with force. After removal, it was found that the nose of the sess separated. It was suspected that the nose may have become entangled in the mesh of the non-abbott stent. It was noted that the rigid angle of the steerable guide catheter may have created stress of the sess. A herculink stent was implanted to restore arterial lumen and the procedure was completed. A few hours post-procedure, the patient later developed an embolic occlusion of an aorto-biiliac bypass, which led to acute ischemia and required surgical thrombectomy. Hours later, the patient experienced acute kidney failure and hyperkalemia. The patient was treated with dialysis, but did not tolerate this treatment, and died. It the physician¿s opinion, the absolute pro did not contribute to the death. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 1494 - incorrect anatomy, 2017 - excessive force.